Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched display window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time..

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 130mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The device was found to be operating as designed based off of programming. Per the customer's request, the device is being replaced and returned for analysis.